Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch will be replaced. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the bag/vent switch was not working as expected. There was no report of patient involvement.